Event description:
During implant, the leads, snap lid, and pieces were tested and everything was fine. Upon closing, just to double check, impedances were checked and they got >10,000 on one of the two leads that were implanted. Everything was double checked; they switched it within the generator, switched the leads back, and the same lead continued to give high impedances even when run at 3 volts (it was >40,000 when they tried that). The two leads remained implanted, but only the one was being used. The one lead was providing adequate coverage for the patient.